Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high capture thresholds and low sensing at multiple sites. The lead was successfully replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 58.0 cm. Analysis was normal. No anomalies were found.